Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while he was at the transplant clinic for kidney transplant that he received over a year ago, he removed the infusion set and the needle was found to be bent. Due to this, he was unable to receive insulin and they told him that he was having high blood glucose level reported to be 400 mg/dl at the time of incident. The patient also experienced nausea, vomiting, abdominal pain and had difficulty in breathing. They tried to treat it by giving him a bolus but it did not bring his blood glucose level down due to which he was sent to the hospital. On (B)(6) 2019 at 3:00 pm, the patient was admitted to the hospital with blood glucose level at 330 mg/dl. The patient received intravenous insulin drip at the hospital and was released after three days. The infusion was last changed on (B)(6) 2019 and site location was patient's abdomen. The infusion set had been in use for one full day and bent cannula occurred on the second day of use. Thereafter, the patient got home, changed the infusion set and most recent blood glucose level was reported to be 265 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.